Event description:
The irrigating cautery tip developed a hole near the tip where the bovie is, a burn occurred to the patient in the abdominal cavity. Doctor noted the burn and treated it. The abdominal cavity was insufflated and the burn occurred on inside of the abdominal cavity, no organ involvement was seen.